Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days fo receipt.

Manufacturer narrative:
As reported by a patient's wife, her husband experienced a coronary vasospasm post implantation of a 3.0x18 mm cypher otw and a myocardial infarction and in-stent restenosis approximately six years after the stent was implanted. Past medical history that may have increased his risk for mace includes mi, aortic insufficiency, mild aortic valve sclerosis, mild mitral regurgitation, mild tricuspid regurgitation, gi bleed, drug intolerances to aspirin and plavix, hypertension, and smoking. The patient was hospitalized and six days later, the restenosis was treated with coronary artery bypass surgery. He was discharged from the hospital about a week later and was reported to be "doing fine." Additional information from medical records revealed that the indication for the initial cypher placement was acute coronary syndrome with st elevation mi. Angiography revealed 99% stenosis in the mid rca. The lesion was pre-dilated with a 3.0 x 15mm balloon at 8atm. The 3.0 x 18mm cypher was implanted at 14atm and was post-dilated with a 3.25 x 15mm balloon at 15atm with no residual stenosis. Post procedure, the patient experienced vasospasm that was responsive to intracoronary nitroglycerin. Multiple attempts to obtain detailed information about the index and re-pci procedures were unsuccessful. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot y0204150 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coronary arterial spasm is a potential adverse event associated with coronary stenting and inherent risk of the procedure. Restenosis and myocardial infarctions are also known potential adverse events following stent implantation and are often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Therefore, there are patient risk factors present in the medical history that may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
Additional info from medical records received (B)(6) 2010. The indication for initial cypher placement was acute coronary syndrome with st elevation mi. Angiography revealed 99% stenosis in the mid rca. The lesion was pre-dilated with a 3.0 x 15mm balloon at 8atm. The 3.0 x 18mm cypher was implanted at 14atm and was post-dilated with a 3.25 x 15mm balloon at 15atm with no residual stenosis. Post procedure, the patient experienced vasospasm that was responsive to intracoronary nitroglycerin.

Event description:
As reported by a patient's wife, her husband her husband experienced a heart attack and angiography revealed in-stent restenosis approximately six years after a 3.0 x 18mm cypher otw stent was implanted in his right coronary artery. The indication for stent placement had been a heart attack. The patient was hospitalized and six days later the restenosis was treated with coronary artery bypass surgery. He was discharged from the hospital about a week later and was reported to be "doing fine".

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.